Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure one device tip broke off into the wound and was retrieved and two device tips melted. There was not patient injury.